Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was confirmed via x-ray that the lead was fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The report event of lead issue was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.